Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touchscreen cracked after the patient fell, rendering the screen nonfunctional while the pump otherwise appeared powered; the device was no longer watertight, and a replacement was arranged with instructions to transition to backup therapy if needed. Symptoms included no reported adverse clinical effects and no change in blood glucose control. Outcomes included continued cgm use on the dexcom app or receiver and replacement of the affected pump. Investigation included complaint intake review and return logistics for device evaluation and inspection of the returned device. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.